Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. A longitudinal tear was identified in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.00mm xa 15mm nc emerge balloon catheter was advanced to dilation. However, during inflation at nominal pressure, the balloon ruptured. No segment of the device was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.